Event description:
It was reported that the patient presented in clinic after receiving a vibrational alert. Upon interrogation, there was increased pacing lead impedance (pli) and several noise episodes on the right ventricular lead. The noise was reproducible during lead provocative testing. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
The reported events of high pacing impedance and noise were confirmed. As received, a complete lead was returned in two pieces. X-ray examination revealed inner coil fracture at the proximal region of the lead. Scanning electron microscope (sem) analysis confirmed that all four filars of the inner coil were fractured. The reported events were isolated to the fractured inner coil. Further analysis found external abrasion breaching the optim sheath only at the proximal region of the lead. The external insulation abrasion is consistent with friction to the device can.